Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information be provided, a follow up report will be submitted. This is report 4 of 4 associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown, therefore no evaluation could be performed. The root cause of this incident was undetermined. The reported event is not attributed to or believed to be caused by a disposable device product failure. Baxter will continue to monitor product lines for trends and take corrective and preventive action as appropriate.

Event description:
Baxter global pharmacovigilance (gpv) reported on (B)(6), 2010, a patient receiving peritoneal dialysis (pd) therapy developed an exit site infection. On (B)(6), 2007, the patient began pd therapy using pd4 ambuflex, intraperitoneal (ip) for peritoneal dialysis. Exit site cultures performed in (B)(6) 2010 indicated a yeast organism. The patient was not hospitalized for the event. The patient was treated with diflucan (dose unknown) orally from (B)(6), 2010 until (B)(6), 2010. On (B)(6), 2010, the event of exit site infection was considered resolved. The patient remained on pd therapy. The nurse stated that the cause of the infection was unknown and was not related to a break in aseptic technique or the dianeal solution.